Event description:
It was observed during receipt inspection that the videoscopes plastic distal end cover was burnt/melted. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d9. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end. However, the root cause of the reported event is unable to be determined. User can detect/prevent the suggested event in accordance with the following the instructions for use (IFU): gif-ez1500 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Gif-ez1500 operation manual: chapter 4 operation: 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.